Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that the reset was a safety feature and resumed insulin successfully after being educated on necessary steps following a reset.